Event description:
It was reported that the patient was seen in clinic due to shortness of breath. The right atrial lead exhibited loss of capture and undersensing. The lead dislodged due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.